Event description:
It was reported that a merlin.net transmission showed the device was in back up vvi mode. The device was restored to its normal functions. No adverse consequences to patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.